Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed the arcing event. No evidence of char marks were found on the tube extension after initial inspection; however, the instrument was disassembled for further inspection. The conductor wire inside the tube extension exhibited char marks. The tube extension had signs of localized melting inside the top rim of the tube extension and at the rim of the axial key. The tube extension had char marks. The tube extension was also broken and missing a piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Evidence not conclusive, but the tube extension breakage may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation noted during failure analysis was main tube damage. The main tube had a small hairline crack/fissure above the reinforcement ring. No other damage was found. This type of crack is not considered a reportable malfunction due to the following conclusions: the location and type of main tube fissures identified in this report differs from main tube cracks capable of leaking electrosurgical energy. The location of these cracks on the instrument main tube in this report is limited to an area where the main tube of the instrument covers the extension insert, essentially providing double insulation of the tube, with additional silicone seal adhesive bonding. There is no parting of material in these cases and there is no propagation or growth of the cracks. The cracks appear to be a result of leverage force caused by exposing the instrument tip to excessive side load force or mishandling (for example instrument drops). There are no reported cases of energy leakage from cracks in this area. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction (arcing event) could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed with the monopolar curved scissors (mcs) instrument with the tip cover installed during dissection of tissue. The arcing reportedly came from the instrument's tube extension. The site was unable to recall where the unintended energy arced to but stated that the patient did not sustain any injuries due to the arcing event. The instrument was removed immediately. When the instrument was removed, the surgical staff also noticed that the end of the shaft where the tip was attached had broken off and split. The site no longer has the tip cover but the operating nurse in charge recalled not seeing any visible damages to the tip cover. Nothing fell into the patient. The operating nurse in charge stated that both the tip cover and mcs instrument were inspected prior to use and no damages were observed. The tip cover was installed using the installation tool and electro lube was not used. The electrosurgical unit was set to 28-30, which is within specifications. She claimed that there were no instrument collisions prior to the arcing event.